Event description:
During laparoscopic gastric bypass surgery, and after using the endoshears, the scrub tech noted that the ultra shears (that were on the mayo stand at the time) were missing teeth on the bottom (missing piece approximately 5-7 mm in length and approx 2-3 mm in width.) The room floor, sterile field and laparoscopic examination were negative for missing piece. An x-ray of the abdomen was negative for foreign body.